Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 6/9/2010 and 6/11/10 by phone, fax, and mail. A completed questionaire was received on 6/14/2010. (B) (4).

Event description:
Adverse event(s): "decrease in bcva" (vision, impaired); "glare" (visual disturbance); "blurred near vision" (blurred vision). Product problems(s): "glistenings" (no code available [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was exchanged due to glistenings and a decrease in visual acuity following bilateral intraocular lens implant procedures. The iol was implanted in 2007. The nurse reported the pt had been experiencing glare, difficulty with night driving and blurry reading vision. Posterior capsule opacification was noted and a yag capsulotomy was performed. A lasik procedure was also performed with an enhancement procedure approx six weeks later. The pt was noted to have a history of hypertension, guttata, posterior vitreal detachment and glaucoma suspected (pre-existing). In a f/u, the surgeon reported the event resolved. There are two medical device reports associated with this event. This report is for the right eye.